Manufacturer narrative:
Additional parts involved in this event: optilock screws - product code hwc.

Event description:
It was reported that the locking screw did not lock into the plate. The screw was replaced by a non-locking screw. Patient outcome: the report indicates that the patient outcome is fine. No adverse effects have been reported as a result of this event.